Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead. The patient's ra lead was a non-boston scientific product. It was also noted the ra lead exhibited high out-of-range pacing impedances, measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed this could be due to a spring contact issue in the device header. The rrt sensor was programmed off. This crt-d remains in service. No adverse patient effects were reported.